Manufacturer narrative:
It was reported that the stent did not expand immediately after the stent placement. After a while, the stent was still not expanding. Through the attached photo, it is confirmed that the stent did not expand in the proximal part. As a result of analysis of returned device, the stent and delivery system were returned. There is no notable damage on the delivery system. The stent was returned in state of expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Although the description "the stent did not expand immediately after the stent placement. After a while, the stent was still not expanding.", the returned stent was expanded. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, it is assumed that the stent did not expand temporarily due to the curve and extreme pressure at the patient lesion, and did not expand temporarily after removal due to the environment at the time of the procedure. And then, it is assumed the stent gradually expanded slowly during the return process. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the proximal part of the stent (1.5cm) did not expand immediately after the stent placement. As the expansion was only for 2 to 3mm diameter, the stent was not stable in the stenosis position. After a while, the stent was still not expanding. The amount of drainage was a little and not sufficient compared to the usual metallic stent expanding for 10mm, which means less than tube stent. The physician determined to remove the stent because it can be get out of the stenosis site earlier, leading to going into bile duct. Another stent (niti-s) was used to finish the procedure.

Manufacturer narrative:
It was reported that the stent did not expand immediately after the stent placement. After a while, the stent was still not expanding. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Through the attached photo, it is confirmed that the stent did not expand in the proximal part. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
It was reported that the proximal part of the stent (1.5cm) did not expand immediately after the stent placement. As the expansion was only for 2 to 3mm diameter, the stent was not stable in the stenosis position. After a while, the stent was still not expanding. The amount of drainage was a little and not sufficient compared to the usual metallic stent expanding for 10mm, which means less than tube stent. The physician determined to remove the stent because it can be get out of the stenosis site earlier, leading to going into bile duct. Another stent (niti-s) was used to finish the procedure.